Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead exhibited helix extension/retraction issues after its third reposition. The ra lead was removed and replaced with an alternate prior to pocket closure. No adverse patient effects were reported.